Manufacturer narrative:
The one-step electrode pads and associated device were returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device history log shows that all shocks on the event date were found to be within specification. There was no evidence of any impedance or coupling issues found. The pads were evaluated with no discrepancies found. There is some evidence that there may have been air trapped beneath the pads, however, this cannot be confirmed. No photos of the reported burns were provided. Without both sets of pads or photos of the burns, the report cannot be refuted or confirmed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn. Please reference medwatch report 1218058-2021-00072 for a similar event reported from the same customer.